Event description:
It was reported that a patient with undersensing during a ventricular fibrillation episode on their implantable cardioverter defibrillator (ICD). The patient experienced syncope. No changes or intervention were performed; the device will continue to be monitored. The patient condition was stable.